Event description:
It was reported, there was oversensing, high impedance, and decreased sensitivity. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Additional information received further reported that fifteen episodes of non-sustained ventricular tachycardiac episodes were observed and there was noise. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated a patient alert occurred for out of tolerance subthreshold lead impedance. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance = 494 to 4047 ohms peak. Ventricular short interval count occurred. Ventricular non sustained tachycardia less than or equal to 210 milliseconds and a patient alert for lead failure predictor occurred.

Manufacturer narrative:
Additional information received further reported that fifteen episodes of non-sustained ventricular tachycardiac episodes were observed and there was noise. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.